Event description:
The customer reports infection was confirmed five months after the operation. A revision surgery was performed to explant the plates and screws.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of five for the same event.